Manufacturer narrative:
(B)(4). The actual sheath was returned to the manufacturing facility for evaluation. It was noted to have a hole in the side of the sheath at approximately 42mm down. An evaluation of the reported lot as well as the surrounding lots was conducted. There were no visual defects observed. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "when using a metal needle cannula, do not withdraw the guide wire back into the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported a hole in the product. Follow-up communication from the user facility reported the following information: the product was used to place a brachial a-line. The doctor noticed that there was a hole in the product when trying to place it. The device was set aside for evaluation and there was no harm to the patient.